Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the product was not returned. The customer is retaining the product. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Clinical code: appropriate term/code not available (e2402) used to capture injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for proximal humerus fracture with mhn and insertion devices. During the distal screw insertion, the drill bit slightly interfered with the nail and the surgeon had difficulty in passing the depth gauge through the devices. The surgery was continued and the incision was closed. After the surgery, the surgeon confirmed by x-ray that the distal screws were not passed through the nail. The screws were inserted at posterior position. The surgeon removed the screws and tried to re-insert the screws again. The most distal screw could be inserted successfully, but the other screw could not be inserted because the bone status was insufficient due to repeated drilling and screw insertion. Finally, one screw was inserted at the distal hole. The other screw was not inserted. The surgery was completed with a 40 minute delay. No further information is available. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1), unknown depth gauge (part # unknown, lot # unknown, quantity 1). This report is for 1 unknown screw. This is report 1 of 2 for (B)(4).